Event description:
It has been reported to philips that, x-ray was not possible. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. Upon functional analysis performed by fse found there was no signal in mcs screen. Fse changed screen 5v power supply. After the repair, the equipment is back to normal. The codes were updated based on the investigation outcome.